Event description:
It was reported that the patient was admitted to the emergency room due to erosion of his artificial urinary sphincter (aus) pump in the scrotum. There were no signs of infection but the patient did have complete recurrence of his incontinence. The patient was taken to surgery on the same day at which time it was observed there was cuff erosion of the urethra. Calcifications were also observed around the cuff. The calcifications around the cuff were "due to some stricture of the urethra that limited the urine passage during the time that the patient had the artificial sphincter implanted." The physician believes the incontinence was caused by the erosion of the cuff. The aus device was explanted.

Manufacturer narrative:
Additional information provided in : d10, h3.correction information provided in: h6 patient codes.

Event description:
It was reported that the patient was admitted to the emergency room due to erosion of his artificial urinary sphincter (aus) pump in the scrotum. There were no signs of infection but the patient did have complete recurrence of his incontinence. The patient was taken to surgery on the same day at which time it was observed there was cuff erosion of the urethra. Calcifications were also observed around the cuff. The calcifications around the cuff were "due to some stricture of the urethra that limited the urine passage during the time that the patient had the artificial sphincter implanted." The physician believes the incontinence was caused by the erosion of the cuff. The aus device was explanted.

Manufacturer narrative:
Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff, pump and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. Inspection of the remainder of the cuff revealed no other damage or irregularities. No damage or abnormality was noted, no leaks were identified in the pump or the link resistant tubing (krt). The pump passed functional testing and performed within product specifications. The balloon was not functionally tested because there was no device allegation made against the balloon component and further functional testing did not deem necessary because of unknown product specifications.

Event description:
It was reported that the patient was admitted to the emergency room due to erosion of his artificial urinary sphincter (aus) pump in the scrotum. There were no signs of infection but the patient did have complete recurrence of his incontinence. The patient was taken to surgery on the same day at which time it was observed there was cuff erosion of the urethra. Calcifications were also observed around the cuff. The calcifications around the cuff were "due to some stricture of the urethra that limited the urine passage during the time that the patient had the artificial sphincter implanted." The physician believes the incontinence was caused by the erosion of the cuff. The aus device was explanted.